Event description:
New information received indicated that lead noise was reproducible by patient lifting their arms. Programming changes were made. The lead will eventually be replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was seen on the right ventricular lead with occasional oversensing on the discriminator channel resulting in inappropriate atp. Lead revision was discussed and will be performed sometime in the future. Patient was asymptomatic and in stable condition.